Manufacturer narrative:
The instrument logs were evaluated by a service support manager. The investigation revealed the following: no error detected during the processing steps, there was an abnormality, but only in the cleaning step without tissue involved. Presumably, the cause for the suboptimal processed tissue was due to an application issue. The customer interrupted the cycle several time before the end, and this could have been the root cause of the issue. Due to issues using the concentration mode, the customer switched to the instrument reagent management system (rms) mode. Additionally the asp6025 main pcba was replaced. The customer confirmed that the device is working correctly since the change to the instrument rms mode.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
On (B)(6) 2021 leica biosystems received a complaint that the customer experienced damaged tissue samples during processing on their asp6025. As a result 2 tissue samples have not been diagnosed; 1 tissue sample belonging to a female patient and 1 tissue sample belonging to a male patient. The 1 female patient has to be rebiopsied.